Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported bd phaseal optima injector (n35-o) had the injector disconnect. The following information was provided by the initial reporter: "the blue end of the... Injector has become disconnected from the tubing."

Manufacturer narrative:
H6: investigation summary: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including all critical dimensions are within specification. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time.

Event description:
It was reported bd phaseal optima injector (n35-o) had the injector disconnect. The following information was provided by the initial reporter: "the blue end of the injector has become disconnected from the tubing."